Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memoryshape breast implant 345cc and experienced capsular contracture baker grade IV on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent a capsulectomy on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On sep 15, 2023, additional information was received indicating the patient also experienced capsular contracture baker grade IV and rupture on the left side. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-11847 for contralateral side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 12, 2023, additional information was received indicating the adverse event reported for the contralateral (left) side was reported in error. There were no issues experienced by the patient on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 29, 2024, additional information was received indicating the patient experienced rupture on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 10, 2024, additional information was received indicating the patient experienced capsular contracture baker grade IV on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 14, 2025, it was noticed the date of explantation (B)(6) 2022) was erroneously omitted from the previous reports. The field has been updated appropriately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4),on (B)(6) 2021, it was noticed the previous report erroneously omitted information: patient gender was left blank. The field has been updated to female.